Manufacturer narrative:
The reported problem of "reservoir ruptured" could not be confirmed due to the customer stating there is no sample available for evaluation. Should the sample or additional information be received, a follow-up report will be submitted. (B)(4).

Event description:
It was reported to baxter (B)(6) that the reservoir of one (1) infusor seven day 0.5ml/hr had ruptured during filling. According to the customer, a nurse noticed that the device did not deliver the oncology drug because the elastomeric balloon has been ruptured. The nurse had to use another infusor in order deliver the oncology drug. There was no patient involvement, therefore, there is no patient injury or medical intervention reported. No additional information is available.